Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test due to loose and protruded drive support disk. Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported that the insulin pump was squirting out insulin during priming. Customer also reported that the insulin pump returned an error alarm. Blood glucose level was 144 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.